Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on 12/23/2014.

Event description:
A customer reported an event of an "odor/smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuate the area until the odor dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (06/25/2014 to 12/22/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2014 through december 2014 and was within acceptable limits for all months except for february 2014 and it was escalated. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.